Event description:
It was reported that some of the tubing of this inflatable penile prosthesis (ipp) was present in the shaft of the penis. Surgical intervention took place to trim the tubing, but no components were removed. No patient complications were reported.